Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements, decreased r-wave measurements, and high out of range pacing impedance measurements one day post implant. An x-ray was performed and it appeared the had moved from the original implant site. An invasive procedure was performed. The lead was successfully repositioned. The following day an increase in pacing threshold measurements was noted. All other measurements were acceptable and stable. No further intervention is planned and the lead will continue to be monitored. No additional adverse patient effects were reported.